Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was use error due to the sample tube being moved after level sense was performed and before the sample was aspirated. The instrument is performing within specifications.

Event description:
A falsely depressed troponin I result of 0.00 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was retested on an alternate analyzer and a result of 0.80 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely depressed troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was use error due to the sample tube being moved after level sense was performed and before the sample was aspirated.